Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the patient was admitted with a thyroid nodule, and the doctor ordered arterial blood gas analysis collection. The nurse found the blood leaked from the middle of the puncture needle after blood collection, and immediately replaced a new needle for blood collection. No harm was done to patient."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields have been updated: 1 photo was provided for re-investigation. Imdrf annex d grid (1): d15 - cause not established. Imdrf annex c grid (1): c16 - manufacturing process problem identified. Imdrf annex b grid(1) : b15 - analysis of data provided by user/third party. H.6. Investigation summary: "material #: 364314. Lot/batch #: 1348906. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the patient was admitted with a thyroid nodule, and the doctor ordered arterial blood gas analysis collection. The nurse found the blood leaked from the middle of the puncture needle after blood collection, and immediately replaced a new needle for blood collection. No harm was done to patient."